Event description:
During a procedure to implant an endeavor resolute rapid exchange (rx) drug eluting stent in a long distal lesion, the physician encountered difficulties passing the stent through a previously deployed stent proximal to the target lesion site. On withdrawal of the device the stent struts were deformed distally and in the middle of the stent.

Manufacturer narrative:
(B)(4). Evaluation, results: stent deformation and failure to deliver the stent. Evaluation summary: the device was returned for evaluation and the first, sixth and seventh proximal stent segments were raised, damaged and deformed. Please note that endeavor resolute (B)(4) is not approved for commercialization in the us, however, is similar to us approved product (B)(4).